Manufacturer narrative:
There was no adverse effect or any injury reported for this patient by the hospital. Brainlab has come to the understanding (on (B)(6) 2011) that after the user had determined the accuracy of the navigation to be not sufficient for the surgery in question, the user decided to not complete the tumor resection during this surgery, but the patient underwent another surgery the next day. According brainlab measures are in place for the brainlab device in question in order to minimize the risk as far as reasonably practicable. There was no quality or performance issue or malfunction of brainlab equipment. The brainlab device works according to the specifications. Correction and preventive actions: brainlab intends to offer a specific training to this hospital/user regarding the available device functions and relevant features to achieve, verify and, as necessary, enhance the navigational accuracy. Since there is no indication of a malfunction or a quality or performance issue with the brainlab device for this isolated event, and according brainlab measures to reduce the risk to be as low as reasonably practicable are already in place regarding this issue, there are no further corrective & preventive actions intended by brainlab at this point of time.

Event description:
As informed by the hospital (refer also to the hospital's medwatch report (B)(4)), for a left craniotomy for tumor removal, the brainlab cranial navigation software indicated the neurosurgeon was through the tumor when, in actuality, he was approximately one inch below the tumor. There was no adverse effect or any injury reported for this patient by the hospital. Brainlab has come to the understanding that after the user had determined the accuracy of the navigation to be not sufficient for the surgery in question, the user decided to not complete the tumor resection during this surgery, but the patient underwent another surgery the next day.